Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-23454. It was reported the patient underwent a trial procedure on (B)(6) 2014. The next day, the patient experienced a headache. The patient's trial leads were removed as scheduled on (B)(6) 2014, which resolved the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.